Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis, and it was observed that the core wire was found separated from the bald weld. The guidewire was unraveled, stretched and bent at spring tip section.

Event description:
It was reported that a tip break occurred. A platinum plus guidewire was selected for use in a percutaneous transluminal angioplasty (pta) procedure to treat critical limb ischemia. During the procedure, approximately 1 cm of the tip of the guidewire split or broke off. The fine spiral that was wrapped around the tip unwound. The procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that a tip break occurred. A platinum plus guidewire was selected for use in a percutaneous transluminal angioplasty (pta) procedure to treat critical limb ischemia. During the procedure, approximately 1 cm of the tip of the guidewire split or broke off. The fine spiral that was wrapped around the tip unwound. The procedure was completed using the original device. There were no patient complications.